Event description:
(B)(4). Abnormal (non-stop) vaginal bleeding since implementation, causing anemia, severe abdominal pain, hair loss, brain fog, fatigue, loss of sex drive, migraines, abdominal swelling, weight gain, constipation.